Event description:
New information notes that high voltage therapies were turned back on following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the hospital after receiving inappropriate high voltage therapies for af. High voltage functionality of the device was temporarily programmed off. After the patient was transferred to a new clinic the device cleared some of the saved egms and changed event diagnosis of other saved events from svt to vt. However, the device was found to have reached its maximum egm storage capacity. The patient was anxious and reluctant to have the high voltage therapies turned back on. The patient was discharged and the device remains implanted. No further information is available at this time.